Event description:
It was reported that during a surgical case the screwdriver did not engage the screw during insertion because the tip was worn. After that, it was switched screwdriver shafts, but the other was not much better, and because the doctor had to apply more force the screwdriver head sheered off inside the patient, but all pieces were recovered. Backup from smith&nephew was available, but it was worn (it was used). There was a 5 min delay while it brought the other hex screwdriver. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the first device was worn; therefore a backup device was used and although, due to applied force, the screwdriver sheered off inside the patient, all pieces were reportedly recovered. Per correspondence, the procedure was completed with a 2nd backup device without significant delay (5 min) or patient injury/harm. Reportedly, wear and force were the root causes of the reported events. Based on the information provided, patient impact beyond the scant surgical delay and modified surgical procedure could not be determined; however, no patient injury or other complications were reported. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.